Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. A review of the log files spanned approximately 2 days (B)(6) 2021 per time stamp). The backup battery fault alarm activated on (B)(6) 2021 at 01:33 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm lasted throughout the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller said that the emergency backup battery (ebb) was charged but there was a backup battery fault alarm. There was plan to switch out the emergency backup battery. The log file captured ebb faults on (B)(6) 2021 due to the ebb failing the load test. Per the data interrogation and correspondence between the ventricular assist device (vad) coordinator and engineering, the system controller was a version (B)(4) and the patient had previous data logs with this type of issue. Engineering had recommended that instead of a usual ebb exchange that the vad coordinator did a full system controller swap and upgraded it to a version (B)(4) system controller. The alarms resolved with the system controller exchange. After the exchange was complete, the equipment functioned as intended and there were no complications with the patient.